Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center manager reported surgeon had difficulty lifting the corneal flap during a lasik procedure of the left eye. Reporter indicted a vertical gas breakthrough occurred superiorly. Surgeon was able to lift the flap and treat patient. Reporter relayed at one day post treatment patient was doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No abnormalities or deviations can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. Contributing factors can include fluid and corneal lacrimation building a fluid layer reducing the flap thickness; the age of the patient, docking technique, dimensions of the channel where gas can escape, and/or corneal scarring. Additionally, sterile infiltrates or an earlier history of keratitis (minor) might have lead to a bowman dystrophy weakening in the bowman membrane, and therefore; vertical gas breakthrough (vgb) is more likely in these corneas. (B)(4).